Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to dislodgement. Twice after the implant procedure the lead dislodged, therefore measurements were not adequate.